Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) that accelerated the rhythm during an arrhythmia. Then there was an electric shock that did not broke the arrhythmia decisively. The crt-d remains in service. No additional adverse patient effects were reported.